Manufacturer narrative:
Additional information was added to h6 . H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified during use of an unspecified elastomeric device. This was observed during patient infusion via a central venous catheter with fluorouracil. Fluid was noted under the dressing where the catheter and device were connected. During assessment, a "cap" was not tightened properly; however, after tightening the cap leakage was still observed from an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.